Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, a hole was observed in the tubing. Functional testing including pressure and clear passage testing were performed and the a leak was noted coming from the hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One-link non-dehp standard bore catheter extension set disconnected and subsequently leaked. The event was further described as " IV extension tubing appeared to have disconnected from the hub of the needle and was leaking". Upon further assessment by the nurse, after attempting to flush the "extension tubing" a "crack or hole" was observed in the extension tubing and "saline had leaked out of the side of the extension tubing". The extension tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.